Event description:
It was reported that during an endoscopic abdominal aortic aneurism repair treatment procedure, the equalizer balloon "had a hole in it." The equalizer balloon was removed and replaced with another equalizer balloon. No pt injuries or complications were reported. Additional info has been requested regarding this event.

Manufacturer narrative:
The device has been recived for analysis as of the date of this report. Asupplemental medwatch report will be filed when the analysis is complete.